Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a varipulse¿ bi-directional catheter and the patient experienced st changes/coronary spasm. Varipulse pro was used to isolate the veins. The patient was in sr (sinus rhythm) to begin with then went into af (atrial fibrillation). They completed pv (pulmonary vein) isolation in the rupv (right upper pulmonary vein), and when ablating the rlpv (right lower pulmonary vein) the patient¿s blood pressure dropped. There was no effusion. They tried to cardiovert back to sr but failed, the patient kept going back into af/at (atrial tachycardia). There were some st changes on the electrocardiogram. The patient recovered and blood pressure went back to normal, so they were able to complete the case with no other issues. The operator thinks they had some coronary spasm when ablating the rlpv. It was also reported that the patient also had a left svc (superior vena cava) so the patient had abnormal anatomy. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.